Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harm were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with these events is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee meniscus repair, the t1 implant of the fast-fix ultra could not be deployed as the component was fused and wouldn¿t let it come out. The procedure was completed with a competitor device with a surgical delay greater that 30 min. No further complications were reported.